Manufacturer narrative:
H3 and h6. Evaluation codes: updated. One device was received for investigation. Per visual inspection, severely damaged tank cover, damaged power switch, and contaminated block assembly. During functional testing, water leaked from the reservoir without the device running confirming the complaint. The cause was impact damage. The device was dropped breaking the corners of the tank cover and causing big cracks. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It was deemed beyond economical repair and was scrapped.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56. When additional reportable information becomes available.

Event description:
It was reported that the device leaked from the reservoir. The issue was found out when filled during preventative maintenance and was not related to physical damage. There was no patient involvement and no patient harm/adverse event reported.